Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke and bleeding could not be conclusively determined. Stroke and bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke and bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented to (B)(6) medical center unresponsive after the patients wife found him on the toilet "mumbling". Head CT completed which showed large hemorrhagic stroke; care was withdrawn from the patient on (B)(6) 2016.